Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08690 inches. Device communicated properly with the guardian link 3 and test plug. No communication anomaly, calibration anomaly or unexpected sensor alarms noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the insulin pump was not in auto mode at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 at 12.30or 1 pm. The customer blood glucose level was 436 mg/dl at the time of hospitalization. Customer was feeling nauseous and at 11:30 she began to vomit nonstop, she was admitted to the hospital became dehydrated, white blood cells tripled. Customer stated that insulin pump was removed at the hospital and they didn¿t want to put it back on the sensor wasn't working properly from day one. Customer stated that the blood glucose was over 600mg/dl and senor was showed 350mg/dl. Customer was treated with antibiotics and intravenous insulin. The device will not be returned for analysis.